Manufacturer narrative:
Initial.

Event description:
It was reported that the user disconnected the ilet and dexcom g7 sensor for a medical appointment, left the ilet at home afterward, and asked about dosing for an upcoming meal with a blood glucose of 250 mg/dl. The user was advised to follow the prescribing clinician¿s protocol for insulin when off pump and, after discussion, chose to use subcutaneous rapid-acting insulin by pen and remain disconnected for at least 90 minutes, with the situation characterized as a usage issue related to procedure and infusion set reconnection, involving the cannula component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found and identified a usage problem, specifically an improper or incorrect method consistent with failure to reconnect as intended, with no device malfunction of the cannula or pump identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.